Manufacturer narrative:
Initial reporter address:(B)(6). The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the twist clamp on a minicap extended life pd transfer set. It was further described as "the light blue main body came apart from the dark blue connector while the patient was disconnecting, no leak identified". This occurred during use of the device for peritoneal dialysis therapy. On the same date, the patient's transfer set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.